Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 3/22/23: the distributor reported the following additional information: the pump history was reviewed and a button alarm 22a was confirmed to have occurred; however, the screen on/ quick bolus button was in working condition.